Event description:
The customer reported a leak of unknown clear fluid from the left side of the unit involving unicel dxi 800 access immunoassay system. The customer had on proper personal protective equipment (ppe) and cleaned up the solution with absorbent materials. Patient results were not affected. There was no injury or adverse effect associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(6) 2011. The fse noted the unit in not ready mode. The fse initialized the system, primed all fluids ten times, observed for fluid leaks in lower baseplate, wash towers, and with rear panel off. No leak was observed. The fse discovered a notable area on the sample pipettor wash tower was heavily crusted, with dried fibrin clot and noted large dried clot material in the overflow well of the wash tower. The fse cleaned the tower nozzle and primed ten more times. The fse verified wash tower probe alignments. The fse performed special clean and system check; no new leaks were observed. The fse performed validation quality control (qc) - all were within accepted specification. The fse verified repair per established procedures. All system test results conformed to the manufacturer's performance specifications. (B)(4).